Manufacturer narrative:
Correction - please refer b2 outcomes attributed to ae, d9 - product not returned, g1 reporting contact. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Primary surgery was performed on (B)(6) 2023. Bone fusion was achieved and revision surgery for explantation was performed on (B)(6) 2025. The head of asnis screw was deformed when removing the screw. Surgeon used the extractor to remove the deformed screw, however, the tip of the extractor was broken. Surgeon tried to remove the screw with using pliers, however, the head of screw was broken and the screw could not be removed.

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
Primary surgery was performed on (B)(6) 2023. Bone fusion was achieved and revision surgery for explantation was performed on (B)(6) 2025. The head of asnis screw was deformed when removing the screw. Surgeon used the extractor to remove the deformed screw, however, the tip of the extractor was broken. Surgeon tried to remove the screw with using pliers, however, the head of screw was broken and the screw could not be removed.